Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated they had to press keypad buttons more than once to work. The customer also reported unexplained no delivery alarms, diminished battery life and the insulin pump rejected new batteries. The customer declined to troubleshoot for the malfunctions. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.